Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an evaluation could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Medical records were provided. The medical records allege some filter legs extended outside the ivc wall. In addition, the medical records allege two detached filter limbs, one in the pulmonary artery and the second in the retroperitoneum. The filter and detached limb in the pulmonary artery were allegedly successfully retrieved. No attempt was allegedly made to retrieve the limb in the retroperitoneum. Based on the medical records, the investigation is confirmed for two detached filter limbs and perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. Medical records were received and reviewed. CT imaging of the chest demonstrated pulmonary embolus in the left lower lobe of the lung and thrombus in the right upper lobe. A vena cava filter was deployed successfully inferior to the renal takeoffs; the patient was not a candidate for anticoagulation. Approximately one year post filter deployment a CT scan identified some filter legs extending outside the ivc wall. No attempt was made to retrieve the vena cava filter. Approximately five years post vena cava filter deployment, a CT scan demonstrated a detached filter limb in the right lateral costophrenic angle and a detached limb in the retroperitoneum. The vena cava filter and detached limb in the pulmonary artery were successfully captured and retrieved without incident. No attempt was made to capture retrieve the detached limb in the retroperitoneum. The patient was reported to be hemodynamically stable and in good condition at the conclusion of the filter and detached limb removal. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post vena cava filter deployment, a CT scan demonstrated some filter legs extending outside the ivc wall. No attempt was made to capture and retrieve the vena cava filter. Approximately five years post vena cava filter deployment a CT scan identified a detached limb in the right pulmonary artery and a detached limb in the retroperitoneum. A snare device was used to successfully capture retrieve the vena cava filter and detached limb in the right pulmonary artery; however, the detached limb in the retroperitoneum remains implanted. Patient was reported to be hemodynamically stable and in good condition at the conclusion of the filter removal.